Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical department with a report of touchscreen not working. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, did not respond when pressed. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This report represents all the information known by the reporter upon query by hospira personnel.